Event description:
Information received indicates when the brake is applied the head end brake casters continue to swivel.

Manufacturer narrative:
The technician replaced the brake casters to repair the bed.